Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an unknown surgery, after fired, noted staples malformed. Changed to new one to complete the surgery. There was no patient consequence reported. No additional information can be provided. This case is from health authority.